Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2018 and a reservoir was connected to a drain. The reservoir did not swell in the ward. Another reservoir was used for the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/9/2020.